Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that there was a looseness in the instrument channel port due to physical stress. There was no report of patient injury associated with the event.

Manufacturer narrative:
Sorc checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. According to the inspection result by local service department, the instrument channel port was loose and had rubber slippage. Omsc presumed that the instrument channel port was damaged due to excessive external force applied when removing the adapter from the instrument channel port. But it was not possible to determine whether it was due to handling or other factors. The exact cause of the reported event could not be conclusively determined.